Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the lens was received cut in three pieces. Due to the condition of the lens it was not possible to identify a defect in the optic surface. The haptics were observed with no damages. Based on the lens, it was not possible to confirm the complaint reported. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a aab00 21.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to negative dysphotopsia. An incision enlargement was performed, but no sutures were required. The replacement lens was a za9003 20.5 diopter lens. Reportedly, there was no patient injury. No additional information was provided.